Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead showed noise over sensing at the rv lead channel. The patient is not pacing dependent as they have their own conduction. The impedances were stable on the rv lead and signals were large and random. There was an abandoned lead in the rv, so a lead-on-lead interaction was discussed. It was discussed that a new lead could be placed when the pacemaker is explanted as it is at replacement. At this time the pacemaker has been explanted and the rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.